Event description:
The surgeon who did this to me it was obvious that a rare condition was occurring in my spine from an immediate immuno response that was significant symptoms that kept me in the hospital for 4 days from (B)(6) 2018 through (B)(6) 2018. It was supposed to be an overnight only surgery but there were several significant complications. He continued to hide these osteolysis facts from me, and I continued to suffer for months until he finally abandoned me after (B)(6) of 2019 when he was trying to push me off on another surgeon, when I informed him that no other surgeon would see me until a year has gone by. I suspected that I had an allergy to the metal and he was dismissive of this even though I had all of the signs and symptoms of this happening not to mention the significant severe pain at the site of the implant that I've had to live with now for almost 17 months. I finally had a metal ltt test done on my own which shows that I was allergic to both the chromium and cobalt in this device. I was never informed that I could have a reaction. I was not informed about a lot of things surrounding this particular device that was implanted in my spine. I now have a surgeon that's going to be removing this as soon as this pandemic allows their hospital to start scheduling surgeries. But I was left with this agonizing device and my spine for almost 17 months and for several months after the surgeon had abandoned me with no other surgeon willing to see me. I finally was able to find a surgeon that would see me after a year and now I know what's been going on from my own research mostly, but also with the help of a neurosurgeon. This device needs to be investigated, patients should never be allowed to have a device like this implanted in their cervical spine without proper metal allergy testing and awareness of all the consequences. I lost my life literally and I have been suffering now for almost 17 months. It's a living hell to be in this kind of pain and it's inhumane. I had no pre-existing medical conditions. I was an athlete and I was fit other than I had spine issues with a c4c5 collapsed disc causing severe nerve compression. I have an adjacent fusion below this level as well. I was told that having this device was the better fit than extending my fusion due to my lifestyle as an athlete. Even though I questioned the surgeon multiple times about my multi-level fusion directly below this area, he stated that I was the perfect candidate for this device. He never disclosed to me anything to be concerned about when it comes to metals at all nor did he offer for me to be tested because had he have done that I would have without a doubt. He must have assumed because I had titanium only in my spine with a plate and six screws below this at my c5 through 7 acdf that I guess I would be perfectly fine. Obviously he was grossly wrong. FDA safety report ID# (B)(4).